Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-aug-2019 with the following findings: the keypad cover was opened and there was evidence of contamination found under all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. The keypad cover was opened and there was evidence of contamination found under all of the keypad button contacts. This report is made based on results of investigation completed on 16-aug-2019. There was no indication that the product caused or contributed to an adverse event.